Event description:
Surgeons were inserting a pega im nail to the right femur when the head of the female screwdriver broke off in the nail head. All pieces were removed immediately by the surgeon. No pieces were seen in the incision with c-arm imaging. No injury to pt.